Event description:
Consumer reports cathing 4-6 times a day due to retention from ms. He is a long time user of this product for the past 2-3 yrs he has been self catheterizing." He said this has been an ongoing complaint he has had for this product. He said that he has "never received a perfect order," meaning he has never received a monthly order with all the coude tips of each catheter perfectly aligned with notch on the funnel in all the years he has been using this product. He said in most boxes of this product he will find a few coude tips that are not aligned perfectly to the funnel, some more misaligned than others to varying degrees. He said when he inserts it, he only looks at the coude tip and keeps it pointed upwards and has no issues with insertion. He said the concern can occur sometimes upon withdrawal of a misaligned guide notch to coude tip catheter from his urethra since he said the catheters tip can shift a bit when draining his bladder and if he relies on the notch to ensure which way the coude tip is pointing, if it is not aligned (since he cannot see the coude tip inside of him upon withdrawal) it can feel like it "scratches a little bit." He said it is not painful enough to say ouch" but just can feel uncomfortable. Denies any bleeding or further harm." Upon discussion with the consumer, he noted he had reported they are "off 45 to 90 degrees in some cases" he clarified and said this misalignment can vary, some are off by just a little, others are indeed off by "about 45 degrees or more" but states 90 degrees was a little bit extreme stating he was a bit upset when he reported that so it may not be quite to that degree that some are misaligned but again, they are not perfectly aligned as they should be."

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.